Manufacturer narrative:
A replacement bis patient interface cable was ordered and shipped to the customer site. Based on the information available and the testing conducted, the cause of the reported problem is the bis patient interface cable. The reported problem was confirmed. A replacement bis patient interface cable was ordered and shipped to the customer site to resolve the issue. Section e reporting institution phone #:(B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that there were out-of-tolerance measurement values. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.